Event description:
Instability of diluent list #08h17-01 and #99226-01 was identified when tested on the cell-dyn 1800 analyzer. It was determined that pt results for hemoglobin may be decreased up to 1.0 g/dl. Customers were required to discontinue the use of all lots of diluent list #08h17-01 and #99226-01. A recall was issued 02/09/2006. Abbott has not received any reports of adverse events related to the affected lots of diluent.

Manufacturer narrative:
Investigation to determine the cause of the stability issue is ongoing. This is a final report.